Manufacturer narrative:
Correction: h7 if remedial act init, type. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services discussed that device data was required to determine the cause. During an attempt, the device data failed to upload. Subsequently the data was successfully received, and ts determine that the alert message was a false positive explant indicator related to a software update and indicated that boston scientific is preparing an update to resolve this. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services discussed that device data was required to determine the cause. During an attempt, the device data failed to upload. Subsequently the data was successfully received, and ts determine that the alert message was a false positive explant indicator related to a software update and indicated that boston scientific is preparing an update to resolve this. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that device data was required to determine the cause. During an attempt, the device data failed to upload. Subsequently the data was successfully received, and ts determine that the alert message was a false positive explant indicator related to a software update and indicated that boston scientific is preparing an update to resolve this. This device remains in service. No adverse patient effects were reported.